Manufacturer narrative:
MFR ref no.: (B)(4). The device in question was returned and evaluated by baxter. Eval was able to reproduce the system error 322 during testing. However, the specific component could not be identified. Eval of known contributors to ec 322 has led to the determination that the upper and lower auxiliary were the failing components and require replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary were replaced.

Event description:
It was reported that a device experienced system error 322 alarms. It was also reported that there was no pt incident or adverse event.